Manufacturer narrative:
A user facility medwatch report ((B)(4)) was received on 03/10/2022 reporting long hair found in laparotomy pack. Pack removed from room. Scrub person changed and a new pack was opened. The sample has not been returned to deroyal for evaluation. Potential root cause: it was determined, but not limited to, possible employee failure to identify debris, possible dress code violation, lack of lab coat cleanliness, cleaning process not followed or inadequate, exposed product in warehouse, natural occurring static, and equipment has loose particulate. The following corrective and or preventive actions have taken place by deroyal: manufacturing personnel were retrained on the dress code procedure (corp.prc.079) and cleaning procedure (corp.prc.086), quality control specialist started conducting routine walk-throughs in raw material storage areas to identify any potentially exposed product, manufacturing personnel were instructed to wipe down production lines after every order, supplier corrective action request (scar) was issued to the lab coat supplier, corrective and preventive action point (CAPA) (B)(4) has been assigned, robust hairnets will be sourced as available, and added additional guidance to the manufacturing instructions to indicate that these products have had reports of debris to increase scrutiny during the assembly process. The deroyal sales representative conducted an initial site visit on 08/12/2021 in regards to reported complaints of contamination (hair and debris) in procedure trays and collected various defective product samples. The samples were provided in bulk and were not able to be correlated to the corresponding reported quality events. The sales representative performed a follow-up visit on 08/19/2021, and the customer agreed to individually bag each separate complaint sample in the future. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Event description:
Long hair found in laparotomy pack. Pack removed from room. Scrub person changed and a new pack was opened.